Event description:
79 yo male had computed tomography angiography chest (r/o pulmonary embolism). Upon administration of flush, blue lumen of central venous catheter expanded and split 2/3 of the external length of said lumen. The line was then clamped and another lumen used for completion of the exam. The patient did not c/o any issues. No evidence of infiltration at site nor evidence of catheter damage distally on imaging /no extravasation of site either. Central line was identified as power injectable. Patency of the line was obtained by rad tech without incidence. Hand saline flush was completed without incidence. Power injector line was connected to lumen with 5ml/sec marked on the hub. Power injection of saline started, and patient safety indicators rating swiftly rose on the power injector. Power injection of saline was immediately stopped. Computed tomography tech went to bedside and identified that the lumens from the central line were crisscrossed/braided around each other, presumed to be from all being used, one attached to iintra venous pole and the tangle that some times happens from lines. Computed tomography had the patient with his arms raised for this computed tomography angiography of the chest as usual. The tech did not identify the expansion from the lumen at this time. He mentioned that he was focused on untangling and making sure that the line was not clamped. They resumed the saline power injection while watching and the patient safety indicators did not alert this time. Saline was completed then exam proceeded with contrast as expected. Contrast bolus identified on images as expected with successful use of central line. When the exam was completed, and tech went back to patient bedside is when the ballooning of the lumen was identified. Intensive care unit nurse was bedside in computed tomography and computed tomography tech made aware. They clamped the line, as is, more proximal to the ballooning and patient returned to intensive care unit. Central venous catheter removed (B)(6) 2024 and peripheral intravenous lines used until patient discharged with no complication from event.